Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation, the pulse generator showed a false eri message. Programming changes cleared the eri flag and re-interrogation showed that the eri message was no longer present. Patient was fine.